Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, (B)(6), +17.5d) was repositioned. The lens was repositioned due to the lal+ haptic coming out of the capsular bag due to surgical repair of a retinal detachment (unrelated to the lal+). No light treatments occurred prior to repositioning the lens.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).